Event description:
It was reported that the right ventricular epicardial lead had an apparent fracture; also noted, increasing and high impedance readings, and "unable to capture." The lead was cut, capped and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid on it (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid on it (not obstructed). Additional analysis results - (B)(4): we did receive performance data collected from the device in the form of a save-to-disk, and have analyzed the data. There was high resistance/impedance. Data shows ventricular lead alert on (B)(6) 2012. Ventricular impedance at implant equals 586 ohms. Ventricular lifetime impedance maximum/minimum equals open/197 ohms.